Event description:
This report is to advise of a fracture that was noted during analysis.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be fractured. No resistance or functional anomalies were noted when the viewflex catheter was advanced through a dilator/sheath assembly from current inventory. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Viewflex xtra ice catheter instructions for use (IFU) states, ¿use a 10f or larger introducer sheath.¿ the cause of the reported insertion difficulty is consistent with not following the instructions for use. A corrective action was initiated to investigate the failure mode of fractured tips on viewflex catheters.